Event description:
Patient with trace diffuse lamellar keratitis (dlk) on both eyes. Patient was treated with topical steroids. No flap lift and rinse was performed. Physician increased pred forte drops every 2 hours. Follow up 2 days, increased pred forte drops every 1 hour. Follow up on (B)(6) 2013 for irrigation of fibers on the left eye and epithelial ingrowth on the right eye. Uncorrected visual acuity (ucva) on (B)(6) 2013 was 20/20 on the right eye and 20/25 on the left eye. Best corrected visual acuity (bcva) on (B)(6) 2013 was 20/20 on the right eye and 20/20 on the left eye.

Manufacturer narrative:
(B)(4) - (epithelial ingrowth). Evaluation: the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support.